Event description:
Attorney for patient reports two months after patient had an arrow cvc placed, a retained guidewire was discovered in his vascular system. The inserting physician does not believe the guidewire removed from the patient is the one she inserted during the procedure. It was unknown at the time of this report if the guidewire reported by the patient is a teleflex product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned two guide wires for evaluation, one complaint sample and one representative sample. Evidence of use was observed on the complaint sample guide wire. No other components or lot information was returned. Visual inspection of the complaint sample guide wire revealed that the core wire was broken in three locations and the coil wire was unraveled from both the distal and proximal ends. The guide wire body was also kinked and distorted in several locations along the body. The markings printed on the body are consistent with the markings present on the representative guide wire sample. The general guide wire design (core wire welded to coil wires with evidence of j-bend) is consistent with teleflex standard guide wires. Microscopic examination of the separation points in the core wire revealed they are consistent with significant force being placed on the guide wire during use. Both welds were present and appeared full and spherical, indicating that no pieces of the guide wire appear to be missing. The dimensional characteristics of the returned guide wire could not be compared to specification as the part number is unknown; however, the dimensions of the complaint sample guide wire are consistent with the returned representative sample and standard teleflex guide wire sizes: the guide wire complaint sample outer diameter measured 0.79 mm which is consistent with a standard teleflex outer diameter size. The guide wire complaint sample core wire was broken into 4 sections measuring 28 mm, 10 mm 530 mm and 31 mm in length - distal to proximal, respectively. The combined core wire length is therefore 599 mm which is consistent with a standard teleflex length size. The representative guide wire outer diameter measured 0.80 mm which is consistent with the complaint sample guide wire. The representative guide wire length measured 603 mm which is consistent with the complaint sample guide wire. Functional inspection could not be performed due to the damage to the returned guide wire. The representative guide wire was able to advance through a telelfex ars and 18ga needle with minimal resistance. The specific instructions-for-use (IFU) provided in this kit could not be reviewed without a material/batch number; however, standard teleflex ifus provided with cvc products describe suggested techniques to minimize the likelihood of guide wire damage during use. The ifus caution that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The customer report of an unraveled guide wire was confirmed through examination of the returned sample. The customer indicated that they could not confirm the guide wire was a teleflex manufactured product and returned an undamaged representative guide wire along the unraveled guide wire. The core wire of the damaged guide wire was broken in three separate locations and was unraveled from both the proximal and distal ends. The guide wire markings, dimensional characteristics and overall design are consistent with standard teleflex guide wires and the returned undamaged guide wire. Teleflex guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and sample returned, the probable cause could not be determined without a material/batch number to confirm manufacturing specifications. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Attorney for patient reports two months after patient had an arrow cvc placed, a retained guidewire was discovered in his vascular system. The inserting physician does not believe the guidewire removed from the patient is the one she inserted during the procedure. It was unknown at the time of this report if the guidewire reported by the patient is a teleflex product.